Event description:
The reporter did back to back blood glucose tests and got results of 65 and 91 mg/dl. Tests were done within 10 minutes of each other, using different fingersticks and strips. There were no symptoms. A control solution test was 130 within range. On follow-up, it was noted that the reporter's first test results are low, so she retests on the other hand and receives normal bg results.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8